Manufacturer narrative:
B5- the reporter indicated that a 12.6mm vticmo12.6 -18.00/1.5/141 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. On (B)(6) 2020 and (B)(6) 2021 the lens was repositioned which did not resolve the problem. On (B)(6) 2021 the lens was exchanged with a longer length lens. This resolved the problem. Epiretinal gliosis reported. Claim # (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 12.6mm, vticmo12.6, -18.00/1.5/141 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (ods) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. On (B)(6) 2020 and on (B)(6) 2021 the lens was repositioned, this did not resolve the problem. On (B)(6) 2021, the lens was replaced with a longer length lens. This resolved the problem. Cause of the event is reported as unknown. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 12.6mm, vticmo12.6, -18.00/1.5/141 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (ods) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. On (B)(6) 2020 and (B)(6) 2021 the lens was repositioned, this did not resolve the problem. Lens remains implanted. Cause of the event is reported as unknown. Reportedly, a lens replacement is planned. Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Product code: unk. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens in patient's right eye (od) was observed with missalignment. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.